Event description:
Additional information received and stated that, the lens was still remains implanted in the patients eye.

Manufacturer narrative:
Additional information provided in b.5., and d.10., h.3., h.6. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, noticed that there was a crack in the iol after the surgery has finished. The patient currently experiences significant optical disturbance. There is patient contact and patient harm. It was reported that patient seeks medical attention or require medical intervention. Additional information received and sated that, the patient has a blurry vision and cannot see clearly. Also sometimes sees some flakes in her vision. She is bothered in her daily activities. The patient is not comfortable and wants it to be replaced as soon as possible. The symptoms were continuing.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The root cause for the reported complaint of the cracked iol (intraocular lens) may be related to a failure to follow the IFU (instructions for use). The viscoelastic indicated is not qualified for the lens/company cartridge combination used. The IFU (instructions fir sue) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. We are unable to determine the root cause for the vision issues. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A photo of an eye was attached to the file. Due to the glare of the photo the reported crack could not be observed. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).